Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure at the first usage of the device; air leak, valve tear, valve deformation and form lost was seen in the case. Air leak was observed during first use of the device,valve is not blown. Valve does not get old shape after using different size tools, deformation is excessive. The valve has not got good quality, it is tearing, there is a quality problem in the material used. There is no patient injury or harm. The device was discarded in the hospital therefore it will not be sent for the sample analysis. Before but it was not reported by physician.